Manufacturer narrative:
The insulin pump had intermittent up arrow button response due to corroded keypad traces. No button error alarm or display anomaly was noted. The insulin pump was received with a cracked reservoir tube lip, cracked case at the display window corner, minor scratches on the display window and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and had an unresponsive keypad. The customer's blood glucose was 83 mg/dl. The customer stated that she saw numbers rolling up on the insulin pump's display screen. The customer did not observe any significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.